Manufacturer narrative:
The na electrode lot number is s35_2023 with an expiration date of 17-nov-2024. The creatinine plus ver.2 assay reagent lot number is 78847301 with an expiration date of 30-jun-2025. The glucose hk gen. 3 reagent lot number is 80961701 with an expiration date of 31-mar-2025. On the field service engineer's (fse) initial service visit, he inspected the module, performed checks, and did not find any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable cobas integra glucose hk gen. 3, creatinine (crep gen.2), and ise indirect na, k and ci for gen.2 results from three patient samples tested on the cobas 6000 c501 module. Sample 1 the initial glucose hk gen. 3 result is 21 mg/dl. The repeat result is 92 mg/dl. Sample 2 the initial creatinine plus ver.2 assay result is 0.19 mg/dl. The repeat result is 2.48 mg/dl. Sample 3 the initial na result is 159 mmol/l. The repeat result is 140 mmol/l.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. On the field service engineer's follow-up service visit, he found leakage in the cell rinse tube. He then replaced this part. The investigation determined the event was related to service maintenance. The investigation determined the service actions resolved the issue.